Event description:
It was reported that soon after the twistlock was twisted to lock the sheath, it became unlocked by itself. As a result, a new kit was opened and only the cath-gard from that kit was used as the sheath had remained in the pt. There was no reported delay, death, or complications to the pt. The insertion site was the right jugular vein.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.